Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of 125 ohms. The patient was referred to their clinic for follow up. No adverse patient effects were reported. The lead remains in service.